Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted (B)(6) 2002. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Five non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 milliseconds on (B)(4) 2016; 98 ventricular- sensing integrity counter (sic) since last session 1.6 days ago. Lead failure predictor triggered on (B)(4) 2016 for lead impedance and non-sustained tachycardia¿s. Right ventricular pace impedance steady at approximately 713 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016.

Event description:
It was reported that the patient presented to the emergency room after they heard audible tones. A lead integrity alert (lia) triggered due to high rate non-sustained episodes with oversensing and high pacing impedance on the right ventricular (rv) lead. The impedance was somewhat variable as it was intermittently going high and out of range. The lead was programmed off initially and was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.